Event description:
Screwdrivers stripped while inserting a screw into exceptionally hard bone after tapping. On 20 may 2015 update received email from (B)(6) advising the following: no delay to surgery, used another screwdriver. Don¿t have the lot numbers as the product has been returned already. (B)(4).

Manufacturer narrative:
One (1) unidentified driver [product code and lot number: unknown] were returned to the complaints handling unit (chu) for evaluation. Visual inspection of the unidentified driver revealed that the distal tip was fractured and not stripped as previously reported. The fracture was located at the driver¿s distal tip. The second half was not provided with the part. The fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobe and extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. Since the lot number and product code is unknown for this device, a review of the manufacturing records and the tending analysis will not be possible. Lot number and product code could not be located on the device when received for evaluation. The root cause of the distal tip of the unidentified driver becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobe and extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. This complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.